Event description:
On (B)(6) 2015 the distributor contacted animas, alleging a history settings issue. Reporter does not believe the basal rates are delivering properly as patient often gets high blood glucose levels. No alarms showing blockage to insulin delivery and tdd and histories ae all correct. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Device evaluation follow-up #1 submitted 08/04/2015: the device was returned to animas and evaluated by product analysis on (B)(4) 2015 with the following results: last basal delivery was on (B)(4) 2015@4:16pm, no evidence of delivery interruption is observed, tdd add up and reflect the programmed basal rate target, returned battery/cartridge caps were used during investigation. -during investigation of the returned pump, an alarm was reproduced (reported under 2531779-2015-20883) during the rewind step, causing inability to verify all steps and to adequately investigate reported ¿inaccurate delivery¿ complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).